Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter read inaccurately high compared to his feelings. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. During the follow-up call, the patient informed the csr that he was diagnosed with diabetes in (B)(6) 2013 and began to test with the subject meter approximately 2 months prior to contacting lfs. The patient stated he tests his blood glucose before and after breakfast, supper and at bedtime and manages his diabetes with diamicron and janumet. The patient mentioned that the dose of diamicron has been decreased gradually (from 150mg to 60mg) by his hcp since he began taking it in (B)(6) of 2013. The patient reported that two or three times in a 3 ½ week period he developed symptoms of ¿cold sweats and finger(s) shaking¿. The patient associated the symptoms with a low blood glucose. At onset of symptoms, the patient claimed he would test with the subject meter and obtain a reading that was higher than he expected. The patient did not recall the dates he developed the symptoms nor did he recall the alleged inaccurate high results obtained with the subject meter at the time he was symptomatic. During the initial call to lfs, the patient informed the csr that he generally starts feeling ¿hypo¿ at about ¿5.0 mmol/l¿ and provided example that he would obtain a result equal to or greater than ¿5.5 mmol/l¿ with the subject meter when symptomatic. The patient stated he would treat himself with food in response to symptoms and confirmed he would feel better afterwards. The patient informed the csr during the follow-up call that the low blood glucose excursion was due to increased physical activity and not eating. At the time of troubleshooting, the csr noted that the patient did not have control solution available to test the subject meter or test strips. Replacement products were sent to the patient. Although the patient developed sign/symptoms suggestive of severe hypoglycemia, there is no indication that the subject meter caused and/or contributed to this injury. The patient attributed the low blood glucose excursions to his diabetes management. However, this complaint is being reported as a malfunction because the patient reportedly obtained a result with the subject meter that did not correlate with his feelings/symptoms.

Manufacturer narrative:
Follow-up # 2 ¿ (12/12/2013) the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (11/27/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.